Event description:
(B)(4).

Manufacturer narrative:
The technician investigated the alleged incident. The account did not have the specific bed as they did not know what bed it had occurred on. The nurse state a bariatric patient was sleeping in the bed with her infant child when the child skipped out of the bed between the side rails. The nurse stated the infant was taken to the nursery for observation where they concluded that no injury occurred. The account requested a quote for side rail pads.